Event description:
Pt is reporting a stray marking on syringe, perhaps a marker. The pt is finding this in the syringes which are wrapped and sealed by the manufacturer. To be used for methotrexate injections weekly. Reason for use: rheumatoid arthritis.